Event description:
Additional information received indicated that the ipg is inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Further information was requested but unable to obtain.

Event description:
It was reported the patient¿s ipg is not communicating with the external devices post multiple surgeries unrelated to the scs system. In turn, troubleshooting was unable to resolve the issue. Patient is to follow-up with physician and manufacturer representative as the next course of action.

Manufacturer narrative:
The device was not returned for analysis. The directions for use (dfu) states that electro-surgery devices should not be used in close proximity to an implanted system.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.